Event description:
While using this device for a fem-fem bypass, the physician had experienced a tiny blood leaking nearby the anastomosis portion of the graft. The physician cut this part and made the anastomosis again. The physician indicated that the pt did fine and left the hosp without any problem.